Event description:
Pt developed an infection after presenting with a large hematoma. The event occurred when the pt was in the hospital for pneumonia unrelated to the lifesite. The pt is currently being treated with the infection algorithm.